Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.5 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 400 mg/dl while wearing the pod on their arm for between 1 and 2 hours. The patient reported concerns with a pod which was applied on 11may2026. The patient stated that they sought medical attention due to a possible pod malfunction, as the patient thought it was not delivering insulin properly. The patient reported experiencing severe symptoms, including frequent vomiting, inability to keep anything down, body aches, chills, headache, and slurred speech. The pod was removed at the hospital when treatment was initiated. The patient was diagnosed with diabetic ketoacidosis (dka), which was treated with an insulin drip, intravenous potassium, multiple bags of intravenous fluids, and zofran for nausea management. At the time of the report, the patient was still hospitalized, with a possible discharge date of (B)(6) 2026.